Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and / or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, white particles, crease flat and total valve delamination. Leak test and microscopic analysis was performed which identified, total valve delamination. Based on the device analysis the final assessment is total valve delamination assessed as adhesive failure.

Event description:
Healthcare professional additionally reported "valve delaminated from shell."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.